Event description:
It was reported that a two day infusor had infused too slowly. It was reported that the infusion took more than twenty-four hours to complete. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of the batch records was performed. No issues were noted during the manufacturing of this lot. If additional relevant information is obtained, then a follow-up report will be submitted.